Manufacturer narrative:
The meter (serial # (B)(4)) and test strips (lot # 1001519) were returned for an investigation. The complaint was not confirmed. All results were within the range specification during control solution testing. The reading of 251 mg/dl and 50 mg/dl were not found in the meter memory log on the date of (B)(6), 2010. However, the readings of 247 mg/dl (2:10 pm) and 54 mg/dl (2:21 pm) were found on the same date and they were not completed within ten minutes. This is the final report.

Event description:
The customer's family member reported that on (B)(6), 2010 (12:30 pm) the customer received a reading of 251 mg/dl, lost consciousness "after a few minutes", and then a reading of 50 mg/dl was obtained. During the medical event, it was also reported the customer experienced dizziness, blurred vision and had a little bump on their head. No third-party medical intervention was required. The customer reportedly drank orange juice to alleviate their symptoms. There was no report of death or permanent impairment associated with this event.